Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain of the lower body"), fatigue ("major fatigue") and tendonitis ("recurrent tendinitis of both elbows"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, fatigue and tendonitis outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, medical device removal and tendonitis with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.